Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prim or compromised forced sensor system test, self test and excessive no delivery test. No delivery alarm functioned properly. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08705 inches.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 258 mg/dl at the time of the incident. The customer's current blood glucose level was 417 mg/dl. The customer was treated by the manual injections. The customer was assisted with the troubleshooting for high blood glucose. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The concomitant medical products have ben provided with this report.